Manufacturer narrative:
Summary of investigation: we have received an open pouch with thread broken into pieces. As the pouch is contaminated, further analysis to the pouch cannot be done, moreover, the sample received is missing a part of the aluminum pouch. Without batch number, we cannot check the information regarding product stock or batch manufacturing records. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because only a open and partial sample received and could not be analyzed. Final conclusion: despite receiving a defective sample, without complete/unopened samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that during the surgery, upon opening the packaging, it was discovered that the thread was broken. Further information has been requested.